Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 ¿ correction: the alert date of this event should have been reported as (B)(6) 2015.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #2: the device was returned to animas and evaluated by product analysis on 09/25/2015 with the following results. All buttons respond to user input; unable to duplicate reported keypad malfunction; keypad removed and no contamination or defect noted. Unrelated to the complaint, there is a battery compartment crack below bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.